Event description:
Procedure: lobectomy & left thoractomy. According to the original report, the surgeon isolated pulmonary artery, freed up the vessel and passed the suture. An endo liter "red tip catheter" was then connected over the anvil to position the jaws around the pulmonary artery. Bleeding was first noted when the stapler jaws were closed around the artery prior to firing. The blood was noted to well up at the pa, but the surgeon proceeded with firing the stapler. The firing was completed, the stapler jaws were opened and the instrument was removed without incident. However, the bleeding was not controlled, the pt went into cardiac arrest, and subsequently expired. Subsequent inspection of the stapler and sulu revealed no gross abnormalities. No blatant indication of misfire, and no crumpled or malformed staples.

Manufacturer narrative:
Please see completed medwatch for the model/ catalog number, lot/ batch numbers and a more complete description of these events in question. One endo gia universal instrument was rec'd with eight endo gia roticulator 30-2.5 sulus and one endo gia roticulator 60-4.8 sulu. All of the sulus were rec'd fully fired, the staple pushers in each loading unit were advanced which indicates staples were dispensed, and our visual inspection notes no evidence of misfire or improper staple formation. To perform functional testing, all eight roticulator 30-2.5mm sulus and the roticulator 60-4.8mm sulu were loaded with new staple cartridges; and the sleds and interlocks were reset. The units were fired into simulated tissue with a thickness consistent with recommended indications, and all of the units functioned properly and delivered properly formed staples. Based on our observations and positive test results, we are unable to identify any device related fault that could have caused or contributed to the reported event. No further analysis of this reported incident, other than the events described on page one of this report, have been made available by the surgeon or user facility. However, the autopsy results, and any other pertinent medical analysis have been requested of the user facility. Based on our observations and positive test results, we are unable to identify any device related fault that could have caused or contributed to the reported event. Our investigation did not identify any device related fault that may have caused or contributed to the reported event. Therefore, no remedial action will be initiated. The devices have been returned to the MFR for analysis. And the devices have been retained subsequent to our tests. There are no known design changes that may have caused or contributed to the reported event. To date, the primary and secondary causes of death have not been provided to the co. However, both this info, as well as a copy of the autopsy report, have been requested. According to our test results and observations, we are unable to identify any device related fault that could have caused or contributed to the reported event. Based on our testing, the devices performed properly when functionally tested, therefore, device performed according to specifications . No failure detected and product within specifications, relfects these positive test results and our inability to identify a device related fault that may have caused or contributed to the event.